Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose reading on (B)(6) 2011. Blood glucose value was unknown at the time of the incident. The customer was treated with an IV drip. Troubleshooting was performed. Nothing will be replaced or returned.